Manufacturer narrative:
To date no product or imaging have been returned from the medical facility. Imaging from the tee and data logs from the impella console have been requested, and are awaiting return. Should more details be shared, the supplemental medwatch will be completed and filed.

Event description:
The patient was admitted to the hospital in cardiogenic shock and had an impella cp placed for hemodynamic support, in addition to ECMO. The patient was subsequently transferred, on support, to the tertiary medical center for continued care. While at the tertiary medical center there was the ability to wean down from the ECMO support. After 10 days of impella support there was a transesophageal echo done (tee) that showed the impella position was not optimal. The team had improperly positioned the impella and the mitral valve had been damaged. The patient was sent for a mitra clip procedure and the impella was explanted.